Event description:
It was reported that the patient experiencing palpitations presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was exhibiting oversensing noise that was causing inappropriate mode switch. No changes or intervention was reported. The patient was in stable condition.